Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure the surgeon had difficulty locking the final va locking screw into the hole. The surgeon was in the process of sequentially inserting 3.5mm variable angle locking screws using correct surgical technique according to the surgical technique manual. Seven (7), 3.5mm va locking screws of varying lengths had already been successfully inserted and locked into the holes of the plate. Surgeon was attempting to insert one final 3.5mm variable angle locking screw into one of the three holes designed to achieve fixation in the navicular using the 3.5mm variable angle drill guide and 2.8mm drill bit. Drilling was successful, as was measuring for screw length using the depth gauge. When the surgeon attempted to insert the final 3.5mm va locking screw into the hole, the screw would not lock into place. The screw kept spinning in the deepest point of the screw recess. The surgeon noted that the screw may have ¿deflected¿ off one of the existing screws already implanted. Surgeon then removed the screw, discarded it, re-drilled using correct technique but a slightly different angle, using the variable angle drill guide, measured with the depth gauge, and then attempted to insert a new screw of slightly different length into the variable angle locking hole. The same problem occurred - the screw ended up just spinning in the hole recess and would not securely lock into the hole. The surgeon then removed the screw and decided not to attempt inserting a screw again. The surgeon decided that he had achieved more than adequate fixation with the existing plate-screw construct and decided to wash and close the wound. There was no reported patient consequence. Concomitant devices reported: 3.5mm va-lcp medial column fusion plate 78mm left-sterile (part number 02.211.417s, lot h798234, quantity 1). 3.5mm variable angle drill guide (part unknown, lot unknown, quantity unknown). 2.8mm drill bit (part unknown, lot unknown, quantity unknown). 3.5mm va locking screw (part unknown, lot unknown, quantity unknown). This report involves one (1) unknown screws. This is report 3 of 3 for (B)(4).